Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 30 during basal delivery. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery. Additionally, an air bubble was observed along the cartridge tubing. Reportedly the customer continued to use the pump and supplies for insulin therapy. Customer's blood glucose level ranged between 268-350mg/dl.